Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11 the following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received part pcb, front end serial number (B)(6) with a reported unit failure of port failure when plugged in. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat tested the connectors on the front end board by using the cables of the cardiosave trainer to plug into the connectors of the front end board. The fat was not able to plug in the trainer 5 volt cable into j6 (blue connector) of the front end board. The fat was able to replicate the complaint experienced by the customer of port failure when plugged in. The board failed testing. The part is an older version of the front end and cannot be sent back to the supplier. Retaining the board in the fat per procedure. A getinge field service engineer(fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Unable to attach trainer to trainer connector port. Replaced the front end pcb. This corrected issue. Consumed screw kit. Performed full system calibration. Device passed safety and functional testing according to factory specifications. Device returned to customer.

Manufacturer narrative:
Due to character limitation in e1, event site name: (B)(6) medical ctr. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during training that cardiosave intra-aortic balloon pump (iabp) had port failure when plugged in. No patient involvement.